Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was intermittent video issues when the connector was moved or adjusted. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.